Event description:
A falsely elevated troponin I result of 10.75 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a result of 0.01 ng/ml was obtained. The sample was repeated on an alternate analyzer and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an hm mixer problem.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm mixer problems. A dade behring field service represenative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.